Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. It was reported that during use the cs100 intra aortic balloon pump (iabp) suddenly went black and returned to normal after restarting. The user has been informed to use a different machine. Maintenance has not been performed. In future if we receive any repair information will reopen and update the investigation.

Manufacturer narrative:
Due to character limitation, below field are added from e1-(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use cs100 intra aortic balloon pump (iabp) went black and returned to normal after restarting. Customer used different machine to continue. There was no harm or injury reported.